Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that distorted light was exiting the connector face, indicative of an internal connector fracture. Burn marks were also observed. The observed condition of distorted or no light exiting the connector can be a result of an internal connector fracture. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that the fracture occurred due to procedural handling of the fiber during setup or use. In addition, the interaction of internal connector fracture and console may have led to the sound that was heard and led to overheating causing the burn marks on connector face. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Risk review was completed and confirmed that the event of fiber damaged/defective was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a crackling sound was noticed from the laser unit during the flexible ureteroscopy procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber indicated that the fiber had a fracture within the connector.